Event description:
Customer reported an issue with the anestars anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the system's apl valve assembly. Unit was calibrated and safety tested to factory's specifications.